Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received broken force sensor alarm and critical pump error. The customer¿s blood glucose level was 8.3 mmol/l at the time of incident. Customer was swimming with insulin pump and message came up. Customer stated that the insulin pump was not exposed to high magnetic field. Customer also stated that the insulin pump had scratch on screen. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.